Event description:
Customer reported "I have purchased 6 boxes over the last 1 1/2 months and been having issues with quit a few out of each box. I made sure to look over the instructions to make sure I was correctly injecting myself. I get some that the plunger don't let me suck up to insulin, or some that once it's drawn into the syringe it don't let me inject into myself. There's was a few that the plunger was stuck inside that when I pulled back the plunger the black rubber piece would get stuck inside the syringe and that was a brand new syringe."